Event description:
During a diagnostic colonoscopy, when the user inserted biopsy forceps (fb-210u) into the instrument channel adaptor (maj-1606) of an endoscope, the back seal part of the maj-1606 detached and dropped into the pt's body. The part was retrieved using unspecified forceps. There was no pt injury reported.

Manufacturer narrative:
The maj-1606 is a single use device which is supplied sterile. The device referenced in this report has been returned to olympus (B)(4) who have arranged sterilization of the device. Once sterilization is complete, the device will be returned to (B)(4) to complete the full investigation. (B)(4) have received photographs of the device referenced in this report and are working to replicate the fault on a maj-1606. To assist the investigation, (B)(4) have requested olympus (B)(4) to ask the health center questions relating to the identity of the lot number, the manipulation of the forceps, and the condition of the forceps after the event. There is no reported pt injury and this report is submitted in an abundance of caution.